Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer completed the fill tubing step during the load process and was given a notification that the cartridge needed to be changed. No alarms or alerts were noted. Tandem technical support assisted the customer with the load process and resumed insulin delivery. The customer's blood glucose level was not impacted.